Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for a procedure for a device change-out where the physician noted an observable hole in the currently implanted right atrial lead. The physician repaired and insulated the hole. Testing showed the repaired lead exhibited proper performance and so its use was continued.